Event description:
It was reported that the patient presented to the hospital with syncope due to receiving appropriate shocks for vt. The patient was admitted to the hospital and given potassium and a steroid. The patient more recently had an ablation done. No further episodes of syncope or vt were reported.